Manufacturer narrative:
Partial lead with connector portion was returned in one piece measuring 20.2 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that left ventricular lead insulation damage was discovered during generator change out procedure on (B)(6) 2019. Set screw of the lv port in the device header was also noted to be stripped. Lead was capped and replaced during procedure. Device was also explanted and replaced. Patient was stable.

Manufacturer narrative:
Correction: - please remove the date of explant as the lead was capped on (B)(6) 2019, not explanted.